Event description:
The customer's spouse reported via phone call that the customer had a low blood glucose of 40 mg/dl and the sensor did not pick it up. Customer's blood glucose was 243 mg/dl. Customer has treated with food. Customer has had low blood glucose since (B)(6). Caller stated that the customer had not taken insulin when the issues occurred. Caller reported that the issues occurred at night when the customer was sleeping. The pump passed the low blood glucose troubleshooting and the customer was advised to speak with their health care professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.